Manufacturer narrative:
This report is submitted on march 11, 2022.

Event description:
It was reported that the patient experienced skin flap thinning which resulted in an extrusion of the receiver/stimulator body (specific date not reported). An explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site (specific date not reported) and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on april 06, 2022.

Manufacturer narrative:
This report is submitted on may 05, 2022.